Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to foreign material was not removed by reprocessing, because its adhering area was not external surface of the device. Additionally, it is presumed the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection - inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported to olympus, that during a routine maintenance on the evis lucera duodenovideoscope prior to a diagnostic procedure, the technician found liquid leaking at the insertion part. The procedure was completed using a similar device. There were no reports of patient harm associated with this issue. During evaluation of the returned device, the inside of the light lens was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the liquid leaks were due to perforation of the connecting tube. In addition to the findings reported in the insulation resistance was out of standard due to perforation in the connecting tube, connecting tube crumpled and perforated, the adhesive part of the bending section was broken, angulation un up direction is out of standards due to worn angle wire, the gap in up/down knob is out of standards due to worn angle wire, scope cover is dirty and electrical connector is corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.